Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, high, out of range pacing lead impedance (pli) and a loss of sensing were observed. The ra lead and ICD were disconnected and reconnected multiple times to establish a good connection. Normal measurements were observed and the pocket was closed. Reinterrogation of the ICD detected high, out of range pli and a loss of sensing again. The ra lead was turned off and ICD remains implanted.